Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 900 (mg/dl). The customer was taken to the emergency room (ER) and subsequently hospitalized for diabetic ketoacidosis (dka) symptoms. The customer delivered a bolus prior to going to the ER in an attempt to address bg level. Reportedly, the customer had a diabetic ulcer as a result of a cut on their foot that occurred on the way to the ER. While in the hospital the customer received insulin intravenously, potassium, magnesium and manual injections. The customer was released from the hospital 9 days after being admitted.